Event description:
The event occurred on an unspecified date and involved a proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer where the customer reported that the device leaked. The customer stated that verification of the access routes and infusions were performed at the start of the shift per protocol and that the tubing and valves of the proximal device were wet. In doubt about a defective line, absorbent paper was placed under the tubing. A halo forms was observed after a few minutes under a weld of the device. A screw thread, usually welded and immobile, was mobile and turned freely. There were no apparent bubbles in the tubing between the defective part and the patient. The healthcare professional performed a complete replacement of the entire line. No instability was observed in the hours before and after detecting the anomaly (more than 10 hours). The incident occurred in surgical intensive care during verification of the access points and infusion lines . There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
Additional information was received from the customer stating that the device was connected at a patient at the moment of the incident from one end and to an infuser with a pump from the other end. The reported stated that the patient's health condition did not change between treatment, the identification of the anomaly and the 10 hours that followed. There was was no blood loss, no delay in therapy, no unprotected exposure to a dangerous product. The customer mentioned that this line is not used for infusing these types of therapeutics and that this was the first care for this patient; the customer was not aware of what the medication involved was but stated that they normally use this product with nacl 0,9%, glucose 2,5% / 5% / 10% with vitamins and electrolytes.

Manufacturer narrative:
Additional information in b5 section.